Manufacturer narrative:
Product complaint: (B)(4). No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number.  The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision. Asr xl. Left hip. Reason (s) for revision: pain. Doi: (B)(6) 2007; dor: jan 23, 2019.

Event description:
The additional information reported that the affected side was the right hip while previous records was on the left.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product. Update 12 oct 2021 received did not have any additional details to be added in investigation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary device history lot : device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.